Event description:
The lead was returned with no information. It subsequently tested out of specification during manufacturer's analysis. No patient complications were reported as a result of this event.